Manufacturer narrative:
Trackwise ID: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 cautery would not work when jaws were engaged. No energy to jaws. The cord was replaced and connections were double checked but it still didn't work. Delays to figure out the issue and eventually open a new kit and it worked fine. No injury.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 12/01/2022. An investigation was conducted on 12/14/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be intact, with no visual defects observed. The gray silicone insulation on the tip of the cold jaw was observed to be peeled back, exposing the metal tip of the cold jaw. The gray silicone insulation on the hot jaw was observed to be intact, with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU cv000006999) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it did produce visible steam during several activations over a period of 10 minutes but shut off when the toggle was released. No excess smoke was observed. The pre-cautery test was repeated 5 times while the cable connections were manipulated with the no failure observed. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical/electronic property problem" was not confirmed, but the analyzed failure "peeled; jaw" was confirmed. The lot # 3000260539 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.